Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of deflation was reviewed on august 24, 2020. Visual analysis of the identified photos: delamination total, crease fold, device patch with lot number 622092, and labeled as right side.

Event description:
Device was explanted.

Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.